Event description:
The facility reported a flogard infusion pump that had "the channel 2 locked." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump with "channel 2 locked" was confirmed during sample evaluation. Failure f38 occurred during device testing and was due to damaged force sensing resistors. Service replaced the force sensing resistors to resolve the reported problem.